Manufacturer narrative:
Zimvie complaint (B)(4). Multiple MDR reports are filed for this event. See 0002023141 -2022 - 03230. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that there was an infection around the implant, and the patient was prescribed an antibiotic. Pain and abscess are reported as symptoms.